Manufacturer narrative:
(B)(4) - labeling issue. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reported that after performing cataract surgery with implantation of an akreos mi60, the patient did not achieve the target refraction, but end refraction was -3, 0 dptr. An add-on iol was implanted resulting in emmetropia. Additional information has been requested.